Manufacturer narrative:
Device evaluated by MFR: no, is selected for this section since device is not yet returned for evaluation.

Event description:
Manufacturer was notified about the explant of mitroflow valve after 5.6 years.